Event description:
A facility reported the product was incorrect. The injector they received was painted blue like the model "iii" handpieces and it was labeled as a model "iii" handpiece; however, it did not contain the proper configuration for the model "iii" handpiece and it would not work with the "d" cartridge.

Manufacturer narrative:
The device in question was returned and verified to have an incorrect barrel configuration, matching the report complaint description. Review of product from the same lot at facility revealed all [three] devices were correct; they were the monarch iii handpieces and they met specifications. There have been no other complaints of this type reported for this product. Based on the information to date, this appears to be an isolated incident involving one occurrence of one component. The typical use and identification process used in a surgery center is to match the proper handpiece to the corresponding cartridge needed for the lens and planned incision size. The monarch iii handpiece, is the only handpiece qualified for use with the "d" cartridge and is designed in such a way so it will only fit in the monarch iii handpiece. The "d" cartridge can not be used in other handpiece models because they do not have a slot in the barrel. The barrel component for the monarch I and ii do not have a slot and thus can not be used with the "d" cartridge. If the monarch iii handpiece with the incorrect barrel configuration was chosen for use during surgery, the "d" cartridge would not snap in place, rendering the device unusable. The surgical staff would be required to use their back-up handpiece to perform the procedure. It is standard protocol to have back-up devices during surgical procedures. In the case of this returned monarch iii (serial number) from another country, the customer reportedly attempted to use the complaint handpiece during surgery but was unable to insert the "d" cartridge. The surgical technician successfully switched to the back-up handpiece and was able to complete surgery without complications. The risk of a surgeon damaging a lens during implantation is incredible (not expected to occur) due to the fact that the incorrect barrel configuration on the monarch iii handpiece renders the device unusable and therefore, there is no potential for patient injury. Manufacturing processes at the alcon manufacturing facility where the product was assembled were reviewed and no deviations in the lot were noted. There were no monarch I or ii handpieces processed in manufacturing immediately before or after this lot of monarch iii handpiece; this was not related to a 'line clearance' issue. Alcon continues to investigate within our facility and has initiated an investigation with the component supplier to determine a root cause of the nonconforming product. A supplemental MDR will be filed as necessary when additional reportable information becomes available. There have been no other complaints reported in the lot number.